Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user, and no intervention was required. Repeat procedure on a different day was not necessary as another capsule was used to proceed with the procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed that the esophagus was normal. The physician used a scope for capsule placement, and no lubrication was used to facilitate placement of the capsule. The delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The bravo capsule was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported that they had a capsule which failed to attach. The reported condition was not confirmed. The investigation found the capsule to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.